Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689. K142596. K191910.

Event description:
According to the event description: "propofol infusion was running at 30 mls/hr, and in between, propofol boluses were also given, hence the propofol bottle was expected to be empty. During the first hour of my shift, vtbi alarmed 0 mls, but the propofol bottle still appears almost full. So I took a new infusion pump, hooked a new propofol bottle using a new infusion set. Propofol was infusing on its own in one of the cvc lumen and used same lumen to attach to infusion. Nil issues."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: (B)(4). Serial number/batch: (B)(6). Software version: 686n030005. Hours of operation: 11114. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The customer specified (B)(6) 2025 as the date of the incident. A space line was selected and the infusion started with a rate of 30 ml/h at 1:24. Vtbi was set to 20ml/h. 3 boluses of 800ml/h were given. After 26 minutes at 1:50, the hint vtbi near end appeared. A total of 19 ml was infused. In total, the vtbi value was changed 41 times by the user on the incident day 2025-06-03. No abnormalities were found in the history log. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. No visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,98%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) all measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.